Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was removed. The patient was receiving effective pain relief prior to the device removal and may be re-implanted in the future.